Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was not functioning within normal tolerances. The device was explanted. No patient complications have been reported as a result of this event. It was further reported via follow-up that the clinic indicated that there was a "lead issue."